Manufacturer narrative:
Follow-up #1 date of submission 08/16/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/25/2016 with the following findings: a review of the black box data showed a call service 078 alarm. A visual inspection of the pump showed that the audio bolus button cover was torn; the pump failed a leak test due to this. During testing, the keypad was unresponsive and the display was distorted. The complaint could not be tested due to this. The pump cover was opened and moisture damage was found in the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that a 078 call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.